Event description:
Procedure: unk. Reportedly, the veress needle was clogging and resulted in multiple attempts at placement. This resulted in subcutaneous emphysema and increased or time. The trocar was placed without problem.